Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged distal tip on an introducer sheath was confirmed but the cause is unknown. A 4.5fr microintroducer/dilator/sheath was returned for evaluation. The sheath handles were intact, and the dilator was inlaid within the sheath. The dilator shaft appeared slightly bowed, which may indicate a difficult insertion. Reddish residual material was seen on the sample, between the dilator and sheath, indicating that the sample had been used. The distal end of the sheath appeared damaged with one long longitudinal tear/split and a second smaller tear/split in the sheath material. The sheath material was ballooned and twisted near the distal end, where the material had started to crumple. The exact root cause of the damage could not be determined from evaluation of the sample. Possible contributing factors could include a steep insertion angle, insertion technique, and/or a poor transition of the introducer sheath to the dilator. The IFU states ¿introduce the microintroducer assembly over the guidewire using a twisting motion, advance the assembly into the vessel.¿ if necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the end tip of the sheath did not enter smoothly and was deformed. No other information was provided.